Event description:
Home patient (hp) reports a system error 2240 alarm in dwell 3 of 4 during treatment on the homechoice machine. Hp states that at the time of the alarm it appeared as though the connection between the homechoice set spike and solution bag was loose, but there was no fluid leak from the bag port. Hp states that he did not have any trouble spiking the bag in setup. Hp ended his treatment and discarded the setup. No pt injury or medical intervention was reported.